Manufacturer narrative:
The company rep examined the system, confirmed the reported noise, and replaced the valve spacers. The system was then tested and met all product specifications. No samples are expected to be returned. A root cause has not been identified. (B)(4).

Event description:
A customer reported during a cataract extraction procedure, the surgeon experienced less than usual vacuum and an excessive noise was heard from the system. The event occurred several times throughout the day with the same system. The procedures were completed with no significant delay. There was no harm or injury to the pt.